Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge nexiva single port unit from lot 8361792 for evaluation along with three photos of the defect. Our quality engineer visually inspected the returned unit and observed that the tip shield had been engaged but would not separated from the winged adapter. Excessive force had to be used to cause the two components to separate and once they did a popping sound was heard. The tip shield was then inspected and damage was found to the inside plastic and adhesive was found on the barrel. It was determined that this adhesive caused the two units to stick together preventing retraction. Similar findings were found with the provided photos. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that adhesive came from a improper placement or excessive build up of adhesive during the assembly process. DHR was reviewed. One related temporary deviation was found (2018-63).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system push-tab would not release to retract the needle during use. The following information was provided by the initial reporter, translated from japanese to english: "after puncture, hcp tried to withdraw the needle but was unable to release the push-tab, resulting in a failure of catheter placement."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system push-tab would not release to retract the needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after puncture, hcp tried to withdraw the needle but was unable to release the push-tab, resulting in a failure of catheter placement."